Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Battery testing found that the battery was depleted and will not charge. The battery was replaced to address this issue. The evaluation also found that the device failed to complete its internal self-test. The evaluation determined that the device failure to complete its internal self-test was due to a contaminated pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral battery will not charge. There was no patient injury reported as a result of this event.